Manufacturer narrative:
No product is being returned to applied medical for evaluation, but the lot number is provided. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: left robotic radical nephrectomy. Event description: incident took place (B)(6) 2025 at about 2:30-3 pm. Left robotic radical nephrectomy. Surgeon (name redacted) mentioned large specimen not fitting into bag only 3/4 in the bag. Pulling the plastic handle out was hard and wouldn't detach from the bag easily, the black string cut. Still able to retrieve the specimen and the bag but the green plastic cap is apparently made of 2 parts, one came out and the other part slipped off the string and gone missing. The patient underwent a scan, and the green part of the bag was identified and was found to still be in the patient. The bag and specimen were retrieved but the green bung was left inside accidentally. The surgeon is asking if the foreign object is biodegradable or if it needs to be retrieved? Intervention: the bag and specimen was retrieved but the green bung was left inside accidentally. Patient status: patient status is unknown however we know a part of the green bung from the retrieval bag was left inside the patient. Unaware of how patient is doing.